Manufacturer narrative:
Correction to section h6 evaluation code method, result and conclusion. Device evaluation summary: the ht70 ventilator was returned to medtronic for evaluation. Verified customer complaint that the screen went black and the unit turned off. Alternate current (ac) power was connected. Unit would initially not power up. After sitting for several seconds, unit was able to be powered up and passed the power on self test (post). Battery indicator showed 1% charge. Ac power was removed. Within a few seconds, unit went from power pack battery, to internal battery, to shutting off. Batteries were completely depleted. Ac power was reconnected. Charged the batteries and unit was again powered up and passed post. Logs were exported and reviewed. Lack of data in the logs indicates that the unit shut down improperly and did not save the data prior to shutting off. All connections of the unit were inspected and reseated. The unit was run for a 24 hour burn in process and received no errors. The unit passed all tests in the operational verification procedure (ovp) as listed in the service manual. The cause of the observed condition was determined to be depleted batteries. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned to medtronic and is under investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, an ht70 ventilator "screen went off followed by vent shut off". The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator without harm.